Manufacturer narrative:
The event occurred in china. It was reported that a blood leakage at the 3-way stopcock in the hls set was noticed during patient use. The 3-way stopcock was replaced. As stated by the customer 20ml blood was lost. The set was primed on (B)(6)2025 and connected to the patient at the same day. No leakage was detected during the priming process. Due to the leakage no blood transfusion was required. The product is not available for return for further investigation. No harm to any person has been reported. Due to the reported leakage and the potential risk for the patient a report is required. The affected product is not available for technical investigation as the hls set was discarded by the customer. Therefore, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2025-08-14 with following conclusion: "probable root cause(s): based on the available information, potential root causes for the leakage at the three-way-stopcock of the hls set may include 1) improper connection or handling: the leak may have resulted from an incomplete or misaligned connection at the oxygenator port, possibly exacerbated by time pressure during the emergency setup. 2) mechanical stress or torque on the connector: excessive force, tension, or twisting of the tubing during priming or setup could have compromised the integrity of the connection. 3) manufacturing defect: a less likely but possible cause includes a defect in the three-way-stopcock (e.g., microcrack, incomplete bonding, or dimensional deviation). 4) damage during shipping/ unpacking or setup: accidental impact, over-tightening, or contamination during unpacking or installation could have introduced or worsened the defect. Potential risks to patient: 1) air embolism: a leak in the three-way-stopcock, particularly under negative pressure, can introduce air into the circuit, which poses a serious and potentially fatal risk. 2) blood loss or hemodynamic instability: depending on the size and location of the leak, there may be a risk of blood loss or circuit flow instability, which could compromise oxygenation or perfusion. In this case, the reported blood loss was 20 ml and, as such, was not likely clinically significant. 3) infection risk: the temporary sealing method, while practical in an emergency, does not ensure long-term sterility or mechanical security, increasing infection or failure risk if left in place too long. 4) circuit compromise: continued use of a compromised ECMO set, even temporarily, presents a risk of unexpected disconnection or worsening of the defect under pressure. The three-way-stopcock in question was replaced by a spare part and no further problems occurred. The blood loss was described as minor (approx. 20ml). As the patient survived the incident, any possible clinical association between the outcome of the patient on the cited event is not determinable. Moreover, the above potential risks may only be described as potential risks." Based on the results and the provided photographical evidence by the customer, the reported failure "leakage 3-way stopcock" could be confirmed. The production records of the affected product were reviewed on 2025-08-18. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in china. It was reported that a blood leakage at the 3-way stopcock in the hls set was noticed during patient use. The 3-way stopcock was replaced. As stated by the customer 20ml blood was lost. The set was primed on (B)(6) 2025 and connected to the patient at the same day. No leakage was detected during the priming process. Due to the leakage no blood transfusion was required. The product is not available for return for further investigation. No harm to any person has been reported. Due to the reported leakage and the potential risk for the patient a report is required. (B)(4).